Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
"Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported for the past month or so they have been turning their stimulator off at night because if they roll over it keeps them awake. Patient stated if they wake up in the morning the stimulator battery is down maybe 5-15% and they are wondering if that is normal. Patient mentioned the battery will go overnight maybe 5% or so and if they don't turn it on for 2 days or so it will be down to 60% by itself. Agent recommended to keep a diary of battery behavior. The patient was redirected to their healthcare provider to further address the issue and reviewed mdt resources available to hcps.